Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the event unit was not returned for evaluation, however, pictures of the unit were provided. Upon inspection of the pictures, engineering confirmed the tip of the cannula was fractured and noted the fracture appeared to be a clean break. The exact root cause of this incident could not be determined, however, similar incidents in the past have shown that this incident may have been due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. (B)(4)

Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap salpingo oophorectomy - "1/4 inch tip of the plastic trocar sleeve broke off. After a search of the patient and the room we were unable to locate the tip. It is not likely in the patient, but we have no way of knowing. We did submit a previous medsun report with the same issue. We were recently notified by stryker of a voluntary recall for this same trocar believed to be breaking after processing. We removed all of our stock on our shelves, however, this was a brand new trocar and had not been processed." Patient status - "discharged home."